Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited loss of capture (loc) and a sudden increase to high out-of-range pace impedance measurements greater than 3,000 ohms. Since then, noise with oversensing was observed on the ra channel, and myopotential oversensing was suspected. In addition, there was a stored signal artifact monitoring (sam) episode containing minute ventilation (mv) signal oversensing. Ts reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited loss of capture (loc) and a sudden increase to high out-of-range pace impedance measurements greater than 3,000 ohms. Since then, noise with oversensing was observed on the ra channel, and myopotential oversensing was suspected. In addition, there was a stored signal artifact monitoring (sam) episode containing minute ventilation (mv) signal oversensing. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.